Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that during a void early at 10:40 am on the morning of report, the trial patient noticed a slight burning while urinating. The next three voids afterwards the patient continued to notice an increase in burning and frequency of voiding. It was noted there was a possible urinary tract infection (uti). No troubleshooting was performed. The patient was directed to contact their doctor regarding the uti. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.